Event description:
Device malfunction: entanglement of devices. Symptoms/ae: surgical removal of devices. Time of ae: during procedure. It was reported that during a left internal carotid artery stenting procedure, the accunet became entangled with the acculink when attempting to recover the accunet. The physician thought he had recovered the accunet fully into the sheath, but when it became entangled with the acculink, he realized it was not recovered completely. The pt was taken for a carotid endarterectomy for removal of both devices. Two days post procedure, the pt was discharged to home with no residual effects. Although requested, there is no additional information available. Study event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt, and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.